Manufacturer narrative:
(B)(4). An actual sample was returned for an evaluation. A visual inspection and functional test were performed on this sample. This unit was tested under water for leakage using 0.56 bar of air pressure, this evaluation does not confirm any functionality issue such as leakages. It is unknown what may have caused this issue. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a continu-flo set that had a leakage during priming. There was no patient involvement or medical intervention necessary. No additional information is available.